Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while cutting with the vasoview hemopro 2, there was excessive smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. Heavy char and tissue buildup was observed on the jaws. A pre-cautery test was performed. Smoke and steam which could be considered excessive was observed during the testing. The jaws were cleaned and a significant amount of charred material was removed from the jaws which contributed to the excessive smoke produced. Based on the results of the evaluation, the reported complaint was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while cutting with the vasoview hemopro 2, there was excessive smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.